Event description:
Caller alleged imprecision between two different strip lots. Results as follows: date: (B)(6) 2011, inratio: 1.5 (strip lot #246050), 2.5 (strip lot #243104). Pt¿s therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending. Add'l lot#: 243104.